Event description:
A tandem mobi cartridge alarm was reported during the pump loading process. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer, who had previously reported similar issues, was sent a replacement pump by tandem technical support. The customer was instructed on how to put the old pump into storage mode before returning it and was advised on steps to take upon receiving the replacement. The customer acknowledged understanding these instructions and agreed to return the problematic pump within 10 days.